Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger, product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient couldn't charge the implantable neurostimulator (ins). They were seeing the "reposition antenna" screen and were unable to connect to the patient programmer (pp). They were seeing the "poor communication" screen. They stated last time they successfully charged the ins was over a week, because they were in the hospital. It was confirmed being there was unrelated to the ins/therapy. They were redirected to their hcp for possible overdischarge.